Event description:
Report received from (B)(6) stating that the device was operating intermittently. It is known that the device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).